Event description:
Boston scientific received information that cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right ventricular (rv) channel. There was no pacing inhibition and noise could not be recreated in clinic. This device, and the lead, were explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection revealed the header was slightly loose which may have contributed to the observed oversensing. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.